Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber expired during the surgery @ 60,000 joules and 30 minutes of use. The fiber tip (cap) was cleaned during the procedure. A second fiber was used and it had fiber damage. It is unknown how the procedure was completed. Patient outcome: no report of injuries to the patient. There was no further information reported.